Event description:
It was reported that the bd smartsite¿ extension set experienced device damage while still considered operable, and leakage. The following was reported by the initial reporter: there was a tear found in tubing. It looks like there was a cut/crease in the tubing that created a hole. Found leak during setup. Nurse was priming with saline.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22039195, medical device expiration date: 14-mar-2025, device manufacture date: 14-mar-2022. Medical device lot #: 21119572, medical device expiration date: 03-nov-2024, device manufacture date: 03-nov-2021. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced device damage while still considered operable, and leakage. The following was reported by the initial reporter: there was a tear found in tubing. It looks like there was a cut/crease in the tubing that created a hole. Found leak during setup. Nurse was priming with saline.

Manufacturer narrative:
H6: investigation summary: one sample and one photo was submitted for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the sample received indicated a clear crease in the tubing including a cut through the tubing. Further investigation of the sample was conducted to determine if the pinch clamp could have caused the scoring around the tubing along with the cut. The clamp was compressed on the tubing tightly, and held down to apply excessive force on the tubing by the clamp. After the clamp was released, the tubing was investigated to see if the excessive force created the scoring and creasing seen in the tubing. The clamping evaluation did not cause a similar scoring and tearing of the tubing. A device history record review for model 20027e lot number 22039195 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20027e lot number 21119572 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on11mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Photos of the samples were submitted to the manufacturing facility for further investigation on the assembly processes that may have caused the damage seen on the tubing. The manufacturing facility indicated that there is no point in the assembly process that would have cause the damage seen and therefore stated that the root cause of the issue seen in this complaint is user error. H3 other text : see h10.